Manufacturer narrative:
Continuation of d10: product ID 306001, lot# 60609965, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device; product ID 306001, lot# unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that the leads did not move, the patient just felt sensory differently. The issue was resolved. They did not ask the customer to return the device.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient mentioned that the leads moved last august 5th and they already called the managing doctor (md) office to have the wires removed and will discontinue with the trial. They were just waiting a call from them. The issue was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type screening device product ID 306001 lot# unknown. Implanted:(B)(6) 2025 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.